Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following intraocular lens (iol) implant procedure, the doctor noticed fibers in the anterior chamber. Additional information was requested.

Manufacturer narrative:
Two photos were provide of an eye. The first photo has what appears to be a small narrow fiber, left side pupil area. The second photo appears to be the same eye with different lighting. A lens with rings can be observed. What appears to be small narrow fiber is observed, left side pupil area. No determination as to the nature or origin of the fiber can be made from the photo. Root cause: the root cause for the reported fiber could not be determined. The product and the fiber were not returned. Based on review of the photos a small narrow particle was observed which has the characteristic of a fiber. The nature and origin of the fiber cannot be determined from the photo. Not enough information was provided by the reporter for further investigation. The manufacturer internal reference number is: (B)(4).